Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no other complaints on this device. This complaint is being reopened for pump evaluation due to the device being received. The pump was tested with the testing protocol for infusion flow rate accuracy. The pump's event log was pulled in order to identify any possible errors or alarms that could have prevented the pump from completely infusing, and it was noted that there are several downstream and upstream occlusion codes as seen below by the "e05" and "e04" alarm codes respectively in the log below: there was no evidence in the log of the pump ever completing an infusion, as seen by the code "e00". The pump was set to run at a rate of 0.8 ml per hour and a vtbi of 50 ml, since the end user's library prevents an infusion larger than 50 ml from being ran. The initial bottle weight was recorded at 29.905 g before the infusion, and the final bottle weight was measured at 78.653 g after the infusion, which has a total infusion weight of 48.748 g and a deviation of -2.504%. The pump is in range and is performing to specification, falling in the +- 4.5% range. The weights were taken on an and fx-500i scale with control # itv-eq-027 and calibration date 3/18/2024. The IV set used was an hs-008 set with lot # 2301005 and expiration date 02/01/2026. It was also noted that the label on the back of the pump with the pump model information is almost completely erased, and on the qr code label it is completely gone as well, making it impossible to identify the pump's serial number without turning it on. During functional testing the pump was found not to replicate the reported issue. Reported issue not found, device does not meet specification. This complaint has been reviewed, evaluated, and determined to be a part of CAPA.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/12/2024, infutronix received a report that a pump had a flow rate issue, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.